Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "amiodarone precipitated out of solution with patient's IV line. Precipitation occurred post-filter. To nursing staff knowledge. Infusion had only been run as primary infusion and was not y-sited with any other medication or fluids. Additionally, nothing was given via IV bolus using that line. Product details: nexterone (amiodarone} premix 360 mg/200ml ndc (B)(4) lot nc 119108 exp sep20.1v tubing details: exp 2022-01-2017 mis identifiers (B)(4). No unique identifiers found on filter. FDA safety report # (B)(4)."